Manufacturer narrative:
(B)(4). Per the customer, this device was discarded and is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor overinfused during patient use. The total fill volume of 96 ml was infused over the course of 31 hours rather than 48 hours. This implies a 3.1 ml/hr flow rate, which is 150% of the expected flow rate. The device was filled with a solution of fluorouracil. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.